Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the issues reported previously, the patient also experienced breast pain and device migration. The right implant was stated to look out of place when evaluated by a physician. The breast pain is in the nipple area. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis experienced a right sided cutaneous contour deformity post procedure. It was described as a pocket on the side of the breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.